Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula issue due to which her blood glucose level was raised to 670 mg/dl and she tried to treat this issue with a multiple daily injection. The infusion set was used for two days. Subsequently, on an unknown date in (B)(6) 2019, she was admitted to the hospital due to diabetic ketoacidosis, where she was administered fluids and some medication intravenously (drug name unknown) which resolved the issue. She was released from the hospital after three days and had no permanent damage. Reportedly, her blood glucose level was 344 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.